Event description:
The rate dial on the I-flow on-q select-a-flow pump is misleading. It is difficult to tell what the rate is especially if the flow rate changing key is left in place. Several people have looked at the rate dial and there were several different answers provided as to what the rate was set at, specifically there was confusion as to whether the ends of the rate changing key were pointing to the rate of flow. We believe that such confusion can possibly lead to inappropriate flow rate of medication and have serious consequences for pts. We believe the MFR should look at the rate dial and change the design to avoid any confusion. Dates of use: (B)(6) 2010 - (B)(6) 2013.